Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose level on her onetouch ultra meter due to it reverting to the settings mode. Per the onetouch ultra owner's booklet the meter's settings need to be checked and/or set if the device is being used for the first time or after a battery replacement. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began at 12pm shortly prior to contacting lfs for assistance. The patient informed the cca that she manages her diabetes with an unknown type of oral medication along with her diet. The patient denied making any changes to her usual diabetes management routine when she was unable to check her blood glucose with the subject meter. Approximately 30 minutes later, the patient claimed that she developed symptoms of "sweating." The patient denied receiving any form of medical intervention and informed the cca that after the call she was going to check her blood glucose and eat something. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the battery was allegedly not removed prior to attempting the test. The issue was resolved over the phone by assisting the patient check/set the meter's settings. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.